Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the up, down and ok buttons are under responsive. The reporter stated that the tactile changes were prior to the damage of the keypad. The reporter stated that the patient had a blood glucose (bg) of over 600mg/dl with thirst, vomiting, difficulty breathing and large ketones. The patient was taken to the hospital and treated with insulin via injection and IV fluids. This report is being made due to the bg excursion the patient experienced due to an button keypad issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download history. Visual inspection revealed that the keypad was torn over the ok keypad button. The up arrow keypad button was unresponsive, and the contrast keypad button was intermittently unresponsive. The other keypad buttons responded appropriately to button presses. The keypad was removed, and there was evidence of contamination found under all button contacts. Additional testing could not be completed due to the unresponsive up arrow button. Unrelated to the original complaint, investigation revealed that the display screen was dim and the display text was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.